Manufacturer narrative:
(B)(4). The results of this investigation indicated both leaflets were immobilized. There was thrombus on both the inflow and outflow surfaces of the valve. There were calcifications within the thrombus and the sewing cuff. Special stains were negative for organisms. There was no evidence found to suggest the cause of the thrombus, calcifications, and immobilized leaflets were due to an intrinsic defect in the valve, as supported by the analysis performed. A review of the device history record was not possible since the serial number was unavailable. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin number: unknown since serial number is not available.

Event description:
On (B)(6) 1984, this 31 mm sjm masters series valve was implanted in a (B)(6) patient. Approximately 36 years later, the patient presented in extremus with cardiogenic shock. Transthoracic echocardiogram confirmed the mitral valve leaflets barely opened with significant mitral regurgitation. On (B)(6) 2015, the valve was explanted. During the explant procedure, the atrial surface of the valve was noted to be covered in loose thrombus. Once the valve had been excised, there was evidence that calcific pannus prevented the mobility of the leaflets with the valve virtually stuck in the closed position. Another 31 mm sjm mechanical valve was implanted as a replacement in the mitral position and a 20 mm mechanical valve from another manufacturer was implanted in the aortic position.